Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perfortion of proximal right fallopian tube'), device breakage ('device breakage( coils removed although the inner rod had already migrated to the abdomen)') and device dislocation ('migrated to the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: perforation fallopian tubes, device dislocation, pelvic pain. Amendment: the report was amended for the following reason: case correction performed - patient's initials updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of proximal right fallopian tube'), device breakage ('device breakage (coils removed although the inner rod had already migrated to the abdomen') and device dislocation ('migrated to the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: perforation fallopian tubes, device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of proximal right fallopian tube'), device breakage ('device breakage (coils removed although the inner rod had already migrated to the abdomen)') and device dislocation ('migrated to the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (essure removal and essure removal). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: perforation fallopian tubes, device dislocation, pelvic pain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.